Manufacturer narrative:
Customer found oily (clear) residue on the battery pack when removed from the AED which is possibly coming from capacitor. Additionally the customer can see it inside the AED. Based on the observed damage and the age of the device, the customer was advised to remove the AED from service.

Event description:
A customer reported that their AED's asi is flashing red and it will not power on. They reported that this did not occur during patient use.